Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, myocardial infarction and thrombosis are listed in the instructions for use as known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience alpine device referenced is being filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2015 the patient underwent coronary intervention for treatment of a heavily calcified mid left anterior descending artery and the diagonal artery with a 3.0 x 38 mm xience alpine stent and a 2.5 x 23 mm xience alpine stent and was placed on dual antiplatelet therapy. In (B)(6) 2016, he was taken off his medications by his stomach doctor as he was experiencing a stomach bleed. The patient was not able to see his cardiologist prior to this occurring. On (B)(6) 2016 the patient experienced an acute myocardial infarction and was rehospitalized and underwent revascularization of the stents as his stents had clotted off due to being taken of his medications. He was informed at the time of the reintervention that one of his stents had possibly moved or was damaged but he does not know which one but assumed it was the diagonal. The thrombus was treated with balloon angioplasty successfully. The patient is asking if having a possible fractured stent or having a stent that may have moved would make it difficult for him to have an MRI of his hip. No additional information was provided.